Manufacturer narrative:
Event problem and evaluation codes: method code (process evaluation): medical review. Results code (evaluation result): per medical review - reportedly, the surgeon couldn`t position 3-piece silicone lens properly, due to patient anatomy issue, and decided to remove it intraoperatively. Incision was not enlarged for lens removal and no other tissue damage was reported. According to the reports by a surgical technician, dated on (B)(4) 2015, there was no issue with the lens since the case was complicated by patient factor (pre-existing condition) resulting in iol removal. No reported postoperative sequelae. It should be noted that staar injection system was not used during the surgery. Conclusion code (unable to confirm complaint): based on the complaint history, work order search, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (evaluation conclusion): based on the complaint history and work order search, a root cause of the event has been determined to be due to patient related condition. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon was inserting an aq2010v silicone three piece lens, +21.5 diopter, but due to the patient's poor anatomy (patient had pre-existing condition), the lens would not stay in place and kept popping into the anterior chamber. The lens was removed with no patient injury (the incision was opened to 2.75 prior to lens implant). The reporter stated the manufacturer's injection system was not used and the lens was discarded.

Manufacturer narrative:
Method: device history record review. Results: based on the results of the DHR review, the available information given within this complaint, work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The surgery facility reported the incident was due to patient anatomy (pre-existing condition) and there was no problem with the lens. (B)(4).